Event description:
It was reported that during a da vinci-assisted colposuspension - burch surgical procedure, the customer reported they were getting repeated recoverable faults, and while attempting to recover the fault, it would return. At that moment, they were in the process of power cycling the system. The system powered on with a non-recoverable 25588 on master tool manipulator left (mtml) axis 7. The error 25588 was observed in logs at the time and multiple 23016 and 23017 were observed in logs prior to the customer power cycling the system. The technical support engineer (tse) walked the customer through a hard power cycle of the surgeon side console (ssc) with no changes observed. The tse asked if there was another ssc available and the customer stated there was not. The tse walked caller through a second hard power cycle of ssc with the back driving mtml axis 7 and reseating of blue fiber cable with no change. The customer was to decide on how to proceed with case. The procedure was converted to traditional laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system was inspected prior to use. There was nothing out of the ordinary, except when the surgeon closed the finger grips on left controller; the finger grips recalibrated and gave an alert. The customer continued with laparoscopic surgery to continue and complete the procedure. There are no photos or videos available for isi review.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse arrived on site and could reproduce the faults. The fse replaced the master tool manipulator left (mtml) to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the master tool manipulator (mtm) involved with this complaint and completed the device evaluation for the reported failure (error 25588). Failure analysis (fa) was unable to be reproduce the reported failure but could be confirmed as having occurred via field error logs. Visual inspection was performed. The arm was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via diagnostic test engineering (dte) and matlab passed. No repairs are required to address the reported problem. No images or video were submitted for review. A review of the system log was performed. Per the review, the following was confirmed: system serial # (B)(4), event date: (B)(6) 2022, procedure name: colposuspension - burch. This complaint is considered a reportable event due to the following conclusion: the customer converted after the start of the procedure due to due to repeated non-recoverable faults. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.